Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing. The rv lead was replaced and the new lead was implanted. The patient was stable throughout the procedure.